Event description:
Additional information was received indicating that there was no patient or clinical injury.

Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. Device is dirty with deep scuffs. Crack on the bottom of enclosure under drain tube. Cracks on top and bottom of water tank cover. Worn out power cord. During the evaluation of the device, the customer's complaint was confirmed. There was no audible when the device was turned on. This was determined to be a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device had no audible alarm. No adverse effects reported.